Event description:
It was reported that during a procedure to treat an extremely diseased lesion in the circumflex, the 3.0/08 dilatation catheter was inflated but a leak was suspected. An attempt was made to withdraw the catheter, but the distal end (approximately 5 to 6 inches) broke off in the patient. It was reported that the balloon was still inflated during the removal attempt. The patient was taken to surgery, but consultation with surgeons determined that the patient was not a surgical candidate. Later the same day, the patient was brought back to the cath lab again, and attempts were made to remove the catheter segment. A 2.5/13 dilatation catheter was advanced and inflated, trapping the separated shaft of the first device. An attempt was made to remove it with the inflated balloon. At this time, the shaft of the second dilatation catheter also separated and was left in the patient. It was reported that several different retrieval devices were used in attempts to remove the catheter segments from the patient; however, these attempts were unsuccessful. The patient died three days later.